Event description:
It was reported that the 9800 system left monitor would intermittently go dark during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor, video control board, and the display adaptor board were replaced during the service call. The system was tested and found to be working as intended and put back into service.